Event description:
Customer reported that metal filings fell from the surgical light into the surgical field, with the pt anesthetized. The fillings required the application of antibiotics and the irrigation of the open wound with saline. A new sterile sheet and stockinet were applied. (B)(4).

Manufacturer narrative:
A maquet tech went on site to investigate the issue. He found that the metal fillings came from the junction of the spring arm and the light head bracket assembly. These parts have been replaced and the light was put back into service. The cause has not been determined at this point. Conformance of the components to their specs will be verified by the MFR maquet sas. Maquet has not been informed of any serious injuries or permanent damage to the pt. If add'l info becomes available, this will be documented in the follow up report. Exemption # (B)(4). Maquet inc submits this report on behalf of the devic mfg facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.